Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 142 mg/dl 11:28 am, 137 mg/dl 11:28 am, 196 mg/dl 11:25 am, 345 mg/dl 11:24 am, 190 mg/dl 11:23 am.